Manufacturer narrative:
(B)(4). Date sent: 06/03/2021. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a piece of tissue on a surgical instrument and two staples appears to be no properly formed. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information received: I spoke with the doctor today and the patient did well and went home with no issues.

Event description:
It was reported that during a ileorectal anastomosis procedure that there were several malformed staples in the donut upon inspection. Surgeon oversewed the staple line to complete the procedure. There were no adverse consequences for the patient.